Event description:
It was reported that during an unknown procedure, the surgeon reported that while the cavity was insufflated, the lap disc bursted. Another device was used to complete the procedure. There were no adverse consequences for the patient. One device will be returning.

Manufacturer narrative:
Information anticipated, but unavailable at this time.